Event description:
On (B)(6) 2012, the patient underwent a total disc replacement for a disc herniation with radiculopathy, arm and neck pain with prodisc-c at c5-c6. It was reported that on an unknown date, the patient complained of pain and it was discovered via x-rays that the system migrated anteriorly with the superior endplate migrating the most. On (B)(6) 2014, the patient underwent a removal of the prodisc-c. The surgery was completed successfully. This complaint involves 1 device. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
(B)(4): the visual inspection of the returned device performed as part of the product investigation reported no obvious non-iatrogenic damage. The investigation included review of the complaint, operation notes, implant condition and history of the product to determine if there were any specific determining causes for this complaint. Given the large period of time (2 years) between the original operation and the onset of symptoms, it is unlikely that this is design or technique related. Most likely the loss of fixation was due to excessive force applied to the implant by the patient. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A retrieval analysis of the subject device components (superior endplate, polyethylene inlay and inferior endplate) were examined macroscopically for signs of wear and damage. The superior endplate showed evidence of iatrogenic damage. The backside surface of the inferior endplate showed remnants of bone. The endplates and polyethylene (pe) insert had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. The articulating surface of the superior endplate had evidence of biofilm. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with multi-directional scratches consistent with normal wear. There is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates, the titanium coating and the pe inlay, all consistent with tool marks and surgical removal technique. The inferior endplate displayed evidence of bone remnants. There are signs of impingement on the superior and inferior endplates. The risks of impingement are covered in the prodisc-c design and clinical risk management file. No new risks, user needs, or updates to the product development evaluation for (B)(4) have been identified as a result of the condition of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: macroscopic examination of the returned product found no visual non-conformities indicating that the manufacture of the product may have contributed to the complaint condition reported as implant failure postoperatively : migrated. (B)(4). All other features identified as relevant were verified to be within specified limits. The complaint condition reported as implant failure postoperatively: migrated could not be confirmed due to inability to verify all relevant features against established specifications as a result of the as received condition of the returned product. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of device history records for manufacturing revealed no complaint related issues. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.